Event description:
A customer reported an issue with their pump displaying a cartridge change error. There was no adverse impact to the customer's blood glucose level. The frustrations and repeated troubleshooting, including cleaning the pneumatic tap and confirming cartridge placement, led tandem technical support to replace the pump. The customer was guided on how to prepare the old pump for return and instructed on setting up the replacement pump to ensure continuous insulin delivery using an alternative method temporarily.